Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage of the needle was not observed; however, blood within a holder was observed from the photo. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced poor sleeve function. The following information was provided by the initial reporter: original report: at the moment of removing the collecting tube, the seal of the needle does not retract and leaves the tip of the needle uncovered then it continues leaking blood. Information received by email: the lot number 8324859. There was no photo or sample available. There was no exposure of blood to the skin of the patient or health professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced poor sleeve function. The following information was provided by the initial reporter: original report: at the moment of removing the collecting tube, the seal of the needle does not retract and leaves the tip of the needle uncovered then it continues leaking blood. Information received by email: the lot number 8324859. There was no photo or sample available. There was no exposure of blood to the skin of the patient or health professional.